Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and nothing out of the ordinary was noticed. A backup device was used to complete the procedure. There were no instrument collisions that occurred during the procedure. There were visible wires protruding from the device. It was reported that one of the protruding cables controlled the opening/closing of the device. No fragments fell inside the patient's anatomy. The device is available for return to isi. Patient information was unable to be provided.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.